Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, after opening the new product in a laparoscopic cholecystectomy procedure, when the surgeon attempted to close its tip to insert it into the abdominal cavity, the tip could not be closed. The event occurred during the procedure, but the product was not used for patient. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The inner shaft had disengaged from a retraction slider; however there was no sign of deformation or breakage. The knob component was inspected using a microscope and no indentation around the knob hole was observed. A review of the device history record indicates this product was released meeting all quality release specifications at the time of manufacture. However, a manufacturing fault was identified during product analysis. The root cause of the observed condition was determined to be a result of a manufacturing activity. The root cause maybe due to the lack of inspection of the pin to determine proper assembly of the pin after the pin insert machine places the pin inside of the center rod ¿ knob assembly. Due to the fixative nature of the center rod component inside of knob hole, the retraction of the device can be performed and the person assembling would falsely deduce the presence of pin inside of the assembly without it being present. Improvements have been initiated to mitigate this condition. If information is provided in the future, a supplemental report will be issued.